Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead exhibited noise and fluctuations in pace impedance as high as 1800 ohms pace impedance. No inappropriate shocks were delivered as a result. An early fracture issue appeared evident. There were no reported adverse patient effects beyond the early surgical intervention that occurred to address the issue.

Manufacturer narrative:
This lead was surgically abandoned. No further information is expected.